Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted at implant. The implant duration is 0 days. No further details were provided. Info learned from implant pt registry. Per implant data card returned from hosp, this device appears to have been explanted at implant and discarded. Unavailable for evaluation.